Manufacturer narrative:
Device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support guided the customer through the fill tubing process and insulin delivery was resumed. Customer's blood glucose ranged from 160-161 mg/dl.